Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was alarming due to an empty pump. The hcp had access to a physician/patient programmer. It was reported that the patient missed the refill. Technical services reviewed with the hcp that just because the pump was empty for three weeks does not mean it can no longer be used. The hcp clearly stated that he would still like the pump turned off permanently. Technical services sent the hcp the pump off form and the hcp looked it over and confirmed he would like the pump turned off. Technical services provided the pump off passcode to the hcp. No symptoms were reported. No further complications were anticipated.